Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 20. On (B)(6) 2024, loss of osseointegration was verified. No product was returned to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.